Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and resolved the issue by replacing the wash nozzle #2 (due to leakage) and the internal probe wash pump bellows (due to wash errors). An instrument service history review revealed no additional erratic or discrepant patient results reported for c804479. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the wash nozzle #2 and the internal probe wash pump bellows did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation no systemic issue or deficiency of the architect c8000 processing module, serial number c804479 was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c80000 processing module for multiple samples. The following example data was provided: initial result = 118 meq/l, repeat = 122 meq/l, repeat on another instrument = 138 meq/l (normal range is 135 to 145meq/l) no impact to patient management was reported.